Manufacturer narrative:
Block h6: imdrf device code: a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator housing) was analyzed, and a visual evaluation noted that the ligator housing returned with six bands attached; some of them were moved and overlapped. The suture thread was unfolded from the ligator housing but still with the six bands attached. The suture did not contain the last knot. The handle had the trip wire inserted. The ligator teeth housing were found bent/damaged. The suture hole of the ligator housing showed evidence of suture tension. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180-degree rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the suture thread was fully unfolded from the ligator housing, and it still had six bands attached, moved, and overlapped. This indicates that the bands were not deployed correctly. The last knot was not present. It is possible that it had come loose due to excess tension in the suture and the manipulation encountered by the device. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label based on the information that the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit." Additionally, the user took up the slack by rotating the handle instead of pulling the trip wire directly; however, the IFU cited: "take up slack by pulling proximal end of trip wire on handle unit." The bent teeth and the damaged suture hole in the ligator housing, suggest an incorrect application of tension to the suture thread at the time of deployment. The additional information indicated that the physician did not take the slack correctly. Since this step was not followed, it is possible that this could have caused the problems in the ligator housing. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic ligation of esophageal varices procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed. The endoscope was rolled up, but still the bands would not deploy. The physician removed the endoscope and took off the unit, and the procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: it was reported that the physician took up the slack by rotating the handle instead of pulling the trip wire directly; however, per the instructions for use (IFU), "take up slack by pulling proximal end of trip wire on handle unit." Also, the trip wire was not secured in the slot on the handle unit; however, per the instructions for use (IFU), "secure trip wire in slot on handle unit."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic ligation of esophageal varices procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed. The endoscope was rolled up, but still the bands would not deploy. The physician removed the endoscope and took off the unit, and the procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: it was reported that the physician took up the slack by rotating the handle instead of pulling the trip wire directly; however, per the instructions for use (IFU), "take up slack by pulling proximal end of trip wire on handle unit." Also, the trip wire was not secured in the slot on the handle unit; however, per the instructions for use (IFU), "secure trip wire in slot on handle unit."

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.